Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an air/ water flow issues from the air/ water flow system. During evaluation, the following reportable issue was found: nozzle had foreign objects. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction and the play of the up down knob did not meet the standard value, adhesive on the bending section cover had white clouded area, light guide connector had discoloration, connecting tube had a dent, and the following were scratched: universal cord and the video cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.